Event description:
It was reported that during a rotator cuff repair procedure using an ambient super turbovac 90 ifs wand, upon plug in, the wand would not activate and displayed an error code. Two additional wands were tired, both with the same result. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.